Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No low battery alert, failed battery test alarm and no unexpected battery power loss noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed off no power without prior low battery alarm. This was the second occurrence of this error. The patient¿s blood glucose level was 149 mg/dl at the time of the incident. Failed battery test and low battery alert less than 1 week were also reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.